Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a 4 cm bulging pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the axios stent was able to be deployed, but the stent was unable to be released from the catheter. The whole stent was eventually pulled out of the pseudocyst, and the stent was deployed in an incorrect anatomy location. The stent was removed using rat tooth snares, and the procedure was completed with another axios stent. There were no reported patient complications as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).

Manufacturer narrative:
Block e1: the initial reporter's address is no. (B)(6). Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.